Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included myositis and skin lesion. Concurrent conditions included cholecystectomy, dysmenorrhea, hernia repair (nova sure ablation), attention deficit/hyperactivity disorder, adhd, predominantly inattentive type, tension headache, vitamin d deficiency, anxiety, low back pain, depressive disorder, arthralgia, weight abnormal, muscle tension, palpitations, loose stools, poor concentration and diarrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), amnesia ("memory loss"), fatigue, pain ("body aches"), migraine, alopecia ("hair loss") and menorrhagia ("continued menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, amnesia, fatigue, pain, migraine, alopecia, weight increased and menorrhagia outcome was unknown. The reporter considered alopecia, amnesia, fatigue, genital haemorrhage, menorrhagia, migraine, pain, pelvic pain and weight increased to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure (batch no. C96076) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyositis and skin lesion. Concurrent conditions included cholecystectomy, dysmenorrhea, hernia repair (nova sure ablation), attention deficit/hyperactivity disorder, adhd, predominantly inattentive type, tension headache, vitamin d deficiency, anxiety, low back pain, depressive disorder, arthralgia, weight abnormal, muscle tension, palpitations, loose stools, poor concentration and diarrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("bleeding"), amnesia ("memory loss"), fatigue ("fatigue"), pain ("body aches"), migraine ("migraines"), alopecia ("hair loss") and menorrhagia ("continued menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital hemorrhage, amnesia, fatigue, pain, migraine, alopecia, weight increased and menorrhagia outcome was unknown. The reporter considered alopecia, amnesia, fatigue, genital hemorrhage, menorrhagia, migraine, pain, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2020: plaintiff fact sheet received. Reporter added. Essure lot number added. Genital haemorrhage was updated to nonserious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure (batch no. C96076 -not invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyositis and skin lesion. Concurrent conditions included cholecystectomy, dysmenorrhea, hernia repair (nova sure ablation), attention deficit/hyperactivity disorder, adhd, predominantly inattentive type, tension headache, vitamin d deficiency, anxiety, low back pain, depressive disorder, arthralgia, weight abnormal, muscle tension, palpitations, loose stools, poor concentration and diarrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), amnesia ("memory loss"), fatigue ("fatigue"), pain ("body aches"), migraine ("migraines"), alopecia ("hair loss") and menorrhagia ("continued menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, amnesia, fatigue, pain, migraine, alopecia, weight increased and menorrhagia outcome was unknown. The reporter considered alopecia, amnesia, fatigue, genital haemorrhage, menorrhagia, migraine, pain, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 14-jul-2020: update of information (batch is invalid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.